Event description:
The patient was undergoing a lower abdominal debridement with complex wound closure and mesh placement today. During the procedure, the surgeon requested a curved large jaw ligasure impact device. The device was opened onto the field by the circulator, and the surgical tech passed off the cord to be plugged into the ligasure bovie machine. The circulator plugged in the device and immediately got the following error message: "usage limit. The inserted device has already been used. It has not been recertified by the original manufacturer." The circulator unplugged the device and then plugged back in, but got the same error message. The circulator retrieved a new ligasure device that had the same lot number and opened onto the field, and this device worked as normal. The defective device was immediately passed off the field, and the circulator took it to management along with the packaging and recorded the serial number of the bovie that the error occurred on. There was no harm to the patient.